Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the setscrew was backed out too far. A scratched can was also noted. Impedances were normal. Analysis of the lead found no anomalies. Impedances were normal.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va100z1, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) via a manufacturing representative (rep) reported that the lead was placed appropriately and tunneled correctly over the patient's right side. The lead was placed on the patient's left side. When hooking the battery up to the lead, the blue contacts were visible within the windows. The battery was placed within the pocket at appropriate depth. When going to screen the battery for impedance before close, "consistent" impedance was seen at multiple case and electrode connections. Multiple attempts were made to reconnect the battery and scan, and they continued to have some impedance issues. They then re-tested the lead via the patient test cable to again test appropriate motor and sensory responses. Motor and sensory was seen and felt appropriately at less than 2 amps on all 4 electrodes. They reconnected to test and the issues continued. There were continued impedance issues showing on the clinician programmer (cp). A new battery was opened, and the same issues arose with the new battery. They then made the decision to replace the lead with another lead. When hooking up the new lead to the new battery all issues were resolved. A surgical intervention occurred. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The battery and lead would be returned to the manufacturer for analysis. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.